Manufacturer narrative:
Internal complaint reference (B)(4). Medical citation: cho ns, yi jw, rhee yg. Arthroscopic biceps augmentation for avoiding undue tension in repair of massive rotator cuff tears. Arthroscopy. 2009 feb;25(2):183-91. Doi: 10.1016/j.arthro.2008.09.012. Epub 2008 nov 1. Pmid: 19171279.

Event description:
It was reported that on literature review "arthroscopic biceps augmentation for avoiding undue tension in repair of massive rotator cuff tears", 3 patients had the popeye deformity after a rotator cuff repair procedure using an unspecified smith+nephew wand to harvest bicep tendon. It is unknown how the event was treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and corrective and preventive action, non conformance, probabilistic risk assessment/health hazard evaluation review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.